Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A health care professional (hcp) reported intermittent stimulation and lead fracture. Because the battery was close to eri (elective replacement indicator), the hcp replaced the battery due to normal depletion when the lead was replaced. There was no injury and the consumer recovered without sequela.

Event description:
Additional information received from the representative reported the hcp noted there was no defect/malfunction of the device.

Manufacturer narrative:
Correction to lead lot no: product ID: 3877-60, lot# 0204958813, product type: lead. Analysis of the ins, model 37702, serial no (B)(4), found ins functionally okay, insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.